Event description:
Information received indicates after the brake pedal is engaged, it will slowly pop out of the locked position.

Manufacturer narrative:
The technician adjusted the casters which did not correct the issue. The technician replaced the brake detent and re-adjusted the casters to repair the bed.